Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was programmed with correct time and date; monitored for 2 days with several boluses were programmed and delivered. The insulin pump was downloaded to carelink and all bolus delivered during testing and during the time unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. The carelink reports shows all bolus delivered; no bolus anomaly or bolus history anomaly noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Event description:
It was reported that the insulin pump had bolus anomaly. Customer stated there was no bolus history. Advised the customer to monitor bolus delivery and then check the bolus history. Customer's mother stated not sure if her son did not bolus or if the insulin pump was not recording all the bolus. No further information provided.